Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements. No changes were made to the system. No adverse patient effects were.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements. No changes were made to the system. No adverse patient effects were.